Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that the lead safety switch (lss) was triggered due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) lead. It was noted that there has been a significant increase in the measured rv amplitude. The pacemaker device also recorded pacemaker mediated tachycardia (pmt) episode. This lead currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the lead safety switch (lss) was triggered due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) lead. It was noted that there has been a significant increase in the measured rv amplitude. The pacemaker device also recorded pacemaker mediated tachycardia (pmt) episode. This lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section d4 model number, catalog number, serial number, unique identifier (UDI) and d6b implant date. This report contains additional information in section a1 patient identifier.

Event description:
It was reported that the lead safety switch (lss) was triggered due to high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) lead. It was noted that there has been a significant increase in the measured rv amplitude. The pacemaker device also recorded pacemaker mediated tachycardia (pmt) episode. This lead currently remains in service. No adverse patient effects were reported.